Event description:
During a revascularization approximately 23 months post index procedure 3 in.pact admiral paclitaxel-eluting pta balloon catheter and 1 unknown medtronic dcb were used to treat lesion l1, 2, 3. During a revascularization approximately 43 months post index procedure an unknown medtronic dcb was used to treat the (l1, 2, 3) it is reported that the patient experienced restenosis of l-1. The patient was treated with pta (mdt and non-mdt) 6 weeks later. Event is resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Follow-up to correct event date = (B)(6) 2016.